Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Photos and eight samples were returned from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for cracked tubes with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5356741. The defect can potentially occur if there is a major temperature swing, going from hot to cold or cold to hot.

Event description:
It was reported that the bd¿ vacutainer¿ plasma preparation tube k2edta gel additive with bd hemogard was cracked before use. No injury or medical intervention.